Manufacturer narrative:
Combination product: corrected.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) explanted.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) explanted.